Event description:
User received an erroneous troponin t result for one pt sample. Initial result was 0.278 ng/ml, repeat result was <0.010 ng/ml. The sample was repeated because the lab questioned the initial result. The original result was reported, but user stated the pt was not affected. The field service representative determined the initial result was from the last test on the rack pack and loaded a new rack pack. Performance tests were performed.